Event description:
Alleged the head section was up while the patient was eating and the patient pressed the head down switch on the left siderail. The patient and witness heard a noise while the head section lowered and the head section dropped suddenly causing patient to experience pain. Medication was given to the patient and on other report of an injury was given.

Manufacturer narrative:
The technician inspected the bed and found the dampener on the head section was bent on the bottom end and the bracket that it mounts to on the weigh frame was also bent. The technician replaced the head dampener assembly to repair the bed.